Event description:
It was reported during a multiple stent placement procedure, following successful placement of another stent (please reference 6000116-2001-00003) in the left external iliac artery via a right femoral contralateral approach, this tracheobronchial stent was placed in the right common iliac artery. It was determined placement of this stent was too high. Another stent was then placed in the left common iliac artery in a kissing balloon technique, and a fourth stent was placed in the right common iliac artery. Both of these stents were placed successfully and in good position. A post angiogram revealed this stent had migrated into the aorta. A snare was placed through the first stent (6000116-2001-00003) to grasp this migrated stent and pull it into the right common iliac artery, which resulted in the two stents becoming tangled and folded upon each other. The two stents were then pulled down into the external iliac artery and a tracheobronchial graft was placed above, through, and below the two stents (please reference 6000116-2001-00010 for the graft referenced in this procedure). Following placement of the graft a slow bleed into the retroperitoneum resulted in the pt becoming hypotensive, coding, and subsequently expiring that evening. This device is not available for evaluation. Therfore, no failure analysis will be available. A lot search on this device indicated no other complaints to date. This device was used in a non-indicated procedure, iliac artery stent placement. User technique and/or pt anatomy may have contributed to the difficulties encountered in this procedure. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."